Event description:
It was reported that during insertion of the iab, resistance was encountered while passing it through the introducer sheath. As a result of this, the entire assembly was removed and replaced. There were no patient complications.